Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01250. It was reported the patient experienced ineffective stimulation therapy on her left side. A sjm representative met with the patient and a system diagnostics revealed invalid impedance on the first contact of the left occipital(off-label) lead. Follow-up identified surgical intervention was undertaken and the physician added two additional leads to the patient's scs system. In addition, the patient is reportedly receiving stimulation therapy in all of her pain areas.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.